Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record (s) identified no deviations or anomalies related to the reported issue during manufacturing. The device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. The review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. -review of complaint history found no additional related issues for this items and the reported part and lot combinations. Medical records were not provided. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the poly did not clip onto the tibial plateau during knee arthroplasty. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available at this time.